Event description:
It was reported that upon opening sample trach to examine new product, that both inner cannulas that came in the packaging extended past end of trach. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. On sample was received in the decontaminated condition. The cannulas that were received were measured using a smart scope to verify if component met required specifications; both cannulas length was out of specification. Based on information provided by supplier the most probable root cause was that the current tools were worn, and they had no spares of rotary cores or interchangeable inserts for the only mold boosters for the cannula manufacturing. The molds have reached the end of their service life and need replacement for supply continuity. A corrective and preventative action was opened to address the reported issue.